Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from the FDA which states, "chemo infusion disconnected between primary tubing and the port needle.¿ chemo precautions used to clean up chemo spill (approximately 4-5 drops). Patient washed up with soap/water. No evidence of chemo on skin, gown or socks." The customer reported that there was no patient harm during the event.